Event description:
Suspected lead fracture from subclavian crush, leading to frequent instances of intermittent noise on both the atrial dipole and rv channels. Noise has caused inappropriate detection in the vf zone. Lead remains actively implanted but will be extracted in the near future. No adverse patient events have been reported.

Manufacturer narrative:
(B)(6) 2020 - it was reported that this lead was explanted. Upon receipt the lead was found cut 13 cm distal to the df-1 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 5 cm long medial fragment was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 37 cm proximal to the lead tip, the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Between 45 and 46 cm proximal to the lead tip the insulation was found abraded through. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - it was reported that this lead was explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.